Event description:
Per independent repair center statement the unit is alarming or red light. The key failure was the poppet valve for the solenoid not shifting. Additional malfunctions include the gear clamp for the manifold was loose, and the filters were dirty.